Event description:
It was reported, the flex deflectable videoscope had an e-218 error code occurred frequently. It is unknown when the issue occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic [integrated circuit] chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. It is requested that the user facility maintain a pre-use check and periodic check of the device. Olympus will continue to monitor field performance for this device.